Event description:
Patient reported right side "rupture." The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed 1 opening assessed as surgical damage. Delamination observed assessed as adhesive failure. As per the investigation procedure, particles, creases, wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side "rupture." Device is a saline device, and therefore the term code rupture has been updated to deflation. Device has been explanted.

Event description:
Patient reported right side "rupture." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ deflation : no observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device is a saline device, and therefore the term code rupture has been updated to deflation. Device has been explanted.